Event description:
Report received from the USA stating that during instrument inspection, the device was discovered to be "running hot and was making noise." The device was not being used during surgery. There were no injuries or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has not been received by anspach. If add'l info is received, a supplemental report will be sent.